Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. . Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: ·the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis reference internal complaint (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation (B)(6) 2017 and "post-procedure the patient had heavy bleeding that continued for 10 days which the patient described as similar to her "normal" periods prior to the ablation. On (B)(6) 2017 the patient presented to the ER with pain. A CT-scan showed an irregular endometrial thickness within the cavity confirmed on ultrasound. She had uterine and cervical motion tenderness along with an elevated temperature to 99.5°f and wbc to 15k. All cultures were negative. She was started on antibiotics for presumptive diagnosis of endometritis".